Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 date of submission 06/02/2015-device evaluation:the pump has been returned and evaluated by product analysis on 05/15/2015 with the following findings:during a visual inspection of the pump, the battery compartment was observed to be cracked. Unrelated to the complaint, the battery cap threads were damaged; however, the cap maintained power to the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).